Event description:
It was reported that the cardiosave intra-aortic balloon pump is making a loud noise when helium is installed. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Circumstance was before use / helium tank swap. The issue occurred with the device off / could not open helium tank without a loud leak.

Manufacturer narrative:
Updated field: e1-(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional details: contact site phone number- (B)(6). It was reported that the cardiosave intra-aortic balloon pump is making a loud noise when helium is installed. No patient involvement reported. Circumstance was before use / helium tank swap. The issue occurred with the device off / could not open helium tank without a loud leak. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.